Event description:
End user states that the right side arm pad is missing a screw that secures the arm pad to the frame. End user states that when she was using the arm to transfer out of her bed to wheelchair and the arm pad slide and the end user almost fell.